Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing on the third day of use. The customer's blood glucose level was 189 mg/dl and it was addressed with a bolus. The customer primed the tubing and resumed insulin delivery. It was noted that the customer used apidra insulin.